Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported a generator error was displayed intermittently when doing high output exposures. The system automatically shut down, preventing operation. There is no report of injury or death associated with the event described in this complaint.